Event description:
It was reported that water leaked from the battery during a procedure. There was no surgical delay or adverse consequences to the patient and the procedure was successfully completed.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that water leaked from the battery during a procedure. There was no surgical delay or adverse consequences to the patient and the procedure was successfully completed.